Event description:
Per the clinic, the patient underwent a revision mastoidectomy to remove a lesion (unrelated to the cochlear implant) on (B)(6) 2026. During the same surgery, the device was explanted, and the patient was reimplanted with another cochlear device.